Event description:
It was reported that review of a stored episode noted that right ventricular (rv) lead shock impedance measurements were within normal limits, and less than 100 ohms following the delivery of shock therapy. The physician plans to continue monitoring. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that since last year, this right ventricular (rv) lead gradually exhibited intermittent high shock impedance measurements, including high out of range shock impedance measurements greater than 150 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.